Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office - becton dickinson and company bd biosciences san jose ca, 95131 g.1 - reporting office contact - fahmy razak. G.1 - manufacturing site contact - fahmy razak. H.6 investigation summary: based on the investigation results, the reported issue of leaflet (IFU) has the correct name with the description of another product was not determined. Investigation results that were performed on the indicated failure mode were the following: based on the investigation results, complaint was not confirmed. The customer did not provide material number, lot number, or pictures of the reported issue. There are four catalog numbers with containing the material description of cd3/cd8/cd45/cd4 multitest: 340491, 340499, 342417 and 342447. The associated current ifus, 23-3600-08 and 23-5351-05, were reviewed for catalog number and material description are correct. The potential cause was not determined. Unable to determine if the issue resolved. Multiple attempts made to request for resolution. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the unspecifed bd multitest cd3/cd8/cd45/cd4 that there was incorrect label infromation/ missing information that can impact patient samples. The following information was provided by the initial reporter: this week we received monoclonal antibodies from beckton dickinson. In this case specifically, a cd3/cd8/cd45/cd4 multitest. The weak one came with the normal label but the leaflet that accompanied the weak ones had an error. The correct name of the product is on the envelope label but the leaflet has the correct name but with the description of another product, in this case cd3/16-56/cd45/cd19.

Event description:
It was reported that while using the unspecifed bd multitest cd3/cd8/cd45/cd4 that there was incorrect label infromation/ missing information that can impact patient samples. The following information was provided by the initial reporter: this week we received monoclonal antibodies from beckton dickinson. In this case specifically, a cd3/cd8/cd45/cd4 multitest. The weak one came with the normal label but the leaflet that accompanied the weak ones had an error. The correct name of the product is on the envelope label but the leaflet has the correct name but with the description of another product, in this case cd3/16-56/cd45/cd19.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.